Event description:
Biopsy performed on patient and the biopince 18g20cm core needle did not obtain good core samples, no harm reached patient. # needles were used and 2 of them inadvertently discarded.